Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Patient called to report that she fell and while in the hospital, her pacemaker was checked and the "battery was dead". The pacemaker was explanted and replaced. No patient complications were reported as a result of this event.